Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: a review of the alarm history showed multiple consecutive call service 054/052/012 alarms. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank screen. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module. The call service issue was unable to be investigated due to the blank display caused by moisture ingress.